Event description:
It was reported that the table locks did not actuate, causing unexpected lateral motion of the tabletop without resistance (lateral float). There was neither patient involvement nor injury reported. This situation could contribute to an injury, if a patient or operator were unaware of this condition while loading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) inspected the system and found that one of the wires was cut by the lock assembly on the vertical tower, preventing disengagement of the lateral lock and causing lateral float. The fe fixed the site by insulating the wire and aligned the break for proper operation.